Event description:
It was reported that a triple lumen swan ganz catheter was introduced into a cordis introducer without incident. The catheter performed without incident until one week later when the ¿air did not return from balloon post wedge¿. The swan ganz catheter was removed from the patient and it was ¿noted that the balloon on swan was not intact.¿ no patient complications were reported.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Per the IFU, the incidence of complications increases significantly with indwelling periods longer than 72 hours. Hospital medwatch number (B)(4).